Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan result on the adc device in comparison to unspecified reading on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms but had contact with a healthcare professional, who measured a glucose reading of 1.5 mmol/l on an hcp meter. The customer was treated with intravenous glucose by the hcp. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 17.40 mmol/l on the adc device compared to a glucose reading of 3.80 mmol/l obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. Another scan result of 24 mmol/l on the adc device compared to a glucose reading of 8 mmol/l obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 13 days. However, it is unknown when these readings were obtained in relation to the reported medical event.